Event description:
It was reported that a pericardial effusion occurred. On (B)(6) 2022, a left atrial appendage (laa) closure procedure was successfully performed using a 24mm watchman flx laa closure device with delivery system (wds) and the patient was discharged the same day. One day post implant procedure, the patient presented at the emergency department with shortness of breath. Transesophageal echocardiography revealed a pericardial effusion. No interventions were administered and the patient was discharged (B)(6) 2022 following a full recovery.